Manufacturer narrative:
(B)(4). Pn 00620005220 - trilogy acetabular shell ¿ ln 62839685. Pn 00630505032 ¿ trilogy longevity crosslinked polyethylene liner ¿ ln 62621575. Pn 00784501200 ¿ femoral stem ¿ ln 62565805. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -04778; 0001822565 -2018 -04780.

Event description:
It was reported patient underwent revision approximately 3 years post initial total hip arthroplasty due to granuloma and possible poly wear. Upon explant of devices it was determined that there was not damage to the liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.